Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/10/2017 with the following findings: the keypad cover, and the down arrow, and contrast button contacts were missing. Evidence of moisture was found under all button contacts. The battery compartment was cracked above and below the bumper. Animas corporation: (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the keypad button contacts were missing, and there was moisture. This report is made based on results of investigation completed on x/x/x.